Event description:
The mapping catheter was replaced to resolve the issue.

Manufacturer narrative:
Correction: updated b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the achieve mapping catheter with lot 231122389 was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was broken approximately 2 inches from the lemo connector. Inspection also identified a broken wire at the broken shaft area. Visual inspection of the introducer showed the introducer was broken at the proximal end. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the reported kink issue was not observed with the returned mapping catheter. The mapping catheter failed the returned product inspection due to a broken shaft, a broken/detached introducer, and a broken electrode wire in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for a cryo ablation procedure, a kink below the connection plug of the mapping catheter was noticed by the physician. There was no patient involved.